Manufacturer narrative:
H.6 investigation: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause can be determined as no samples were received.

Event description:
Material no: 309581, batch no: 7187503. It was reported that during use of the bd syringe 3ml ll w/ndl 25x1 rb the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe on 3 occasions, once when patient was being injected with vaccine 2 times when vaccine was being withdrawn from the syringe while the needle was inserted was inserted into a vaccine vial and the syringe was being filled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 309581 batch no: 7187503. It was reported that during use of the bd syringe 3ml ll w/ndl 25x1 rb the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe on 3 occasions, once when patient was being injected with vaccine 2 times when vaccine was being withdrawn from the syringe while the needle was inserted was inserted into a vaccine vial and the syringe was being filled.